Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had optical tube connecting section easily came off. The issue occurred during therapeutic tur b-t procedure which was completed using a same device. There were no reports of patient harm.

Event description:
The issue occurred prior to a therapeutic transurethral resection of bladder tumor.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: b5, e1. The device was returned to olympus for inspection and the reported failure of the optical tube connecting section easily came off was confirmed. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. In addition, the following reportable malfunctions were identified during the device evaluation: coupler loosening, charged couple device unit water damage, and cable water damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.